Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.